Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported spray of blood with subsequent exposure to the healthcare provider were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a spray of blood with subsequent exposure to the healthcare provider. On an unspecified date, the tubing set was to be used to deliver an unspecified volume of packed red blood cells (prbcs). During priming of the tubing set prior to pt use, it was reported that when the nurse squeezed the drip chamber of the tubing set, the drip chamber "shattered." The customer contact reported that an unspecified volume of prbcs came in contact with the nurse's eyes. The tubing set was replaced and the therapy was initiated. The customer contact reported that the nurse was sent to employee health at the user facility and was evaluated. There were no reported adverse effects to the nurse. No medical interventions were required. Although no adverse event or harm is reported, there is a potential of long term risks to the clinician. Though requested, no add'l info was provided.